Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 36x3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, while the device was entering the guiding catheter, the stent wire broke. The entire system was removed and the procedure was completed with another promus stent. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 436 mm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 36x3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, while the device was entering the guiding catheter, the stent wire broke. The entire system was removed and the procedure was completed with another promus stent. No patient complications were reported and the patient was stable.